Event description:
Per the clinic, the patient experienced pain at implant site and was treated with oral antibiotics (duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on may 15, 2023.